Manufacturer narrative:
Eval method: lens work order search. Results: visual inspection of the returned product found a piece of one haptic torn off and missing. The lens was returned dry. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaints were found within the work order. Conclusions: (no conclusion can be drawn). Based on the complaint history, work order search and the eval of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon attempted to insert a 12.6mm micl 12.6 implantable lens and the lens tore. There was pt contact but no injury. The back-up lens was implanted.